Event description:
During pneumonectomy the pulmonary vein was lacerated by possible surgical stapler misfire requiring repair and emergency cardiopulmonary bypass intraoperatively. Per surgeon: stapler misfired or vein avulsed due to the chronically inflamed and friable tissue.